Event description:
While unit is running on ac power, unit functioning ok. When disconnected from ac, unit gives power lost for about 5 secs and shuts off. When reconnected, unit is getting reset alarms; after clearing alarm conditions unit functions ok. The event occurred in the warehouse. Believes it occurred in 2005. Unit had been charging for sometime. Internal battery showed a full charge.